Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product deficiency. Based on the review, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. During removal, the sds met resistance with the tip of the guiding catheter. It was noted that the proximal stent struts were flared. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.